Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colectomy procedure, the firing started, knife advanced, however due to difficulty the firing stopped halfway and could not continue, and the surgeon used a new reload in order to complete the anastomosis. Time was extended for more than 30 minutes due to the device issue. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.